Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-70e serial. #: (B)(4). Description: infinion 1x16 perc lead and splitter 2x8 kits a review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following a trial procedure, the patient was experiencing severe pain when stimulation was turned on or off. The physician believed that it was not device related. The patient underwent an early lead pull. The patient was doing well postoperatively.